Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. Access was gained via the radial artery. The target lesion was located in a vein graft. A 3.5x5.5 190 filterwire ez embolic protection system was advanced to the target lesion, but it could not be deployed. It was removed and a second filterwire was advanced and successfully deployed for distal protection. An unknown size taxus liberte stent delivery system was then advanced and the stent was successfully implanted in the target lesion. However, when attempting to remove the balloon from the implanted stent, resistance was encountered. The physician had to apply force to remove the balloon from the stent. The balloon was able to be removed intact, but appeared "shredded". No patient complications were reported and the patient's status is fine.